Event description:
It was reported that a er320 was used during a fundoplication. It was reported by the affiliate that one of the jaws was broken during the surgery. There was no consequence to the patient.